Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600074 investigations did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The clips did not close during patient use. The patient's condition was reported as fine.